Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause is typically attributed to mishandling/misuse. A review of the logs showed no failures related to this instrument. There were additional observations that were related to the reported issue. Upon visual inspection, the instrument was found to have a broken grip tip at the distal end. A piece measuring approximately 0.065¿ x 0.080¿ in size was broken and not returned with the instrument. The root cause of this failure is typically attributed to mishandling/misuse. Scratch marks/abrasions on the grips were also observed at the distal wrist. The damages were located near the conductor wire breakage location. The root cause of this failure is also attributed to the mishandling/misuse. A review of the procedure log showed the vse instrument (part# 480422-01 / lot# l92211108-0258) was used during this sigmoid colectomy surgical procedure on (B)(6) 2022 with system sk3753. The vse instrument is a single-use device. An image of the vse instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. From the image provided, the conductor wire on the vse instrument was completely broken off. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the instrument tip. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer discovered that the vessel sealer extend instrument electric wire was broken when the surgeon used the instrument to seal and cut the mesentery tissue. No instrument collision was observed during the procedure. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.